Event description:
Procedure performed: laparoscopic hysterectomy event description: [user facility] "the piece is connected to the voyant console and the piece began to alert "button released soon" on many occasions when it was not even being used, the surgeon tries to use the piece and it does not stop giving the alarm." No patient injury was reported as a result of the event. Product is available for return. Additional information was received via email on 08mar2023 from [distributor]: "the complaint is for eb215 handpiece, lot 1460065. The generator is not a problem. The use time was approximately 5 minutes with an attempt at 3 sealing activations, which had no result due to the continuous alarm. It was solved by changing the part for another eb215. The doctor tried to activate the seal several times, the part of the generator was disconnected about 5 times and when it was connected it immediately gave the alarm described above and the alarm was never corrected with the attempts. It was turned off on one occasion to carry out the entire process of connecting the part again, but the moment the part was connected to the generator, the alarm went off again." Additional information was received via email on 20apr2023 from [distributor]: the device log shows a lot number of 1448235 and the complaint file shows a lot number 1460065. The device log shows an event date (B)(6) 2023 while the complaint file shows an event date (B)(6) 2023. The account confirmed that correct device was returned. Intervention: it was solved by changing the part for another eb215." Patient status: "patient in perfect condition."

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, where all activations were completed successfully and no unintended rf energy output was observed. Visual inspection confirmed the complainant¿s experience of ¿button released soon¿ alarms, as the fuse switch, an internal component of the unit, was misaligned and fluid ingress was observed in the handle. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the fluid ingress observed in the handle and the misaligned fuse switch. Correction: based on the evaluation of the returned unit, sections b3, d4 (lot number, UDI number, expiration date), d10 (therapy date) and h4 have been updated to include the correct event date and suspected medical device information.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: [user facility]. "The piece is connected to the voyant console and the piece began to alert "button released soon" on many occasions when it was not even being used, the surgeon tries to use the piece and it does not stop giving the alarm." No patient injury was reported as a result of the event. Product is available for return. Additional information was received via email on (B)(6) 2023 from [distributor]: "the complaint is for eb215 handpiece, lot 1460065. The generator is not a problem. The use time was approximately 5 minutes with an attempt at 3 sealing activations, which had no result due to the continuous alarm. It was solved by changing the part for another eb215. The doctor tried to activate the seal several times, the part of the generator was disconnected about 5 times and when it was connected it immediately gave the alarm described above and the alarm was never corrected with the attempts. It was turned off on one occasion to carry out the entire process of connecting the part again, but the moment the part was connected to the generator, the alarm went off again." Intervention: "it was solved by changing the part for another eb215." Patient status: "patient in perfect condition."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.